Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was positioned at the laa. A 27mm watchman flx closure device and delivery system (wds) was advanced and deployed at the laa, however release criteria were not met, and the device was recaptured. The 27mm wds was removed and exchanged for a 31mm wds. The 31mm wds was advanced and deployed at the laa, however again, release criteria were not met, and the device was recaptured and removed. A 35mm wds was advanced and deployed at the laa. After meeting release criteria, the device was released in the intended location. Two minutes after implant, the 35mm closure device moved out of the laa and moved towards the mitral valve. The physicians attempted to percutaneously retrieve the 35mm closure device with snares for one-and-a-half hours without success. The procedure was converted to surgery, the 35mm closure device was explanted, and the laa was surgically closed. The patient was stable throughout and doing well post-surgery. The patient was discharged two days post-procedure.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was positioned at the laa. A 27mm watchman flx closure device and delivery system (wds) was advanced and deployed at the laa, however release criteria were not met, and the device was recaptured. The 27mm wds was removed and exchanged for a 31mm wds. The 31mm wds was advanced and deployed at the laa, however again, release criteria were not met, and the device was recaptured and removed. A 35mm wds was advanced and deployed at the laa. After meeting release criteria, the device was released in the intended location. Two minutes after implant, the 35mm closure device moved out of the laa and moved towards the mitral valve. The physicians attempted to percutaneously retrieve the 35mm closure device with snares for one-and-a-half hours without success. The procedure was converted to surgery, the 35mm closure device was explanted, and the laa was surgically closed. The patient was stable throughout and doing well post-surgery. The patient was discharged two days post-procedure.

Manufacturer narrative:
Evaluation method codes added. Evaluation conclusion code updated from 'cmc - no problem detected' to 'failure to follow instructions'. The device was not returned for analysis as it was discarded at the site, however procedural media was provided to aid in the investigation and reviewed by a member of the bsc global medical safety organization. Based on the available imaging provided, not all four standard views were recorded to assess position, anchor, size, and seal (pass) criteria. The closure device measurements after deployment were underestimated and not measured at the shoulder of the closure device. The closure device appeared under compressed in most views. There was no color doppler assessment for seal recorded before release and the closure device position was proximal with over 1/3 shoulder towards the mitral valve. The last images and loops showed the embolized closure device in the mitral valve. Based on the available imaging, pass criteria were not sufficiently assessed prior to release and pass criteria were not met, both of which may have contributed to the acute closure device embolization.